Event description:
It was reported that a subject enrolled into the trident acetabular shell revision study was found to have previous implants manufactured by stryker. There is limited information available for this study subject.

Manufacturer narrative:
The following other hip devices were also listed in this report: accolade c cs 127 nk, cat# 6057-0335, lot# 87591601; accolade distal spacer, cat# 1059-2313, lot# 2m1003; 28mm std v40 taper vit head, cat# 6260-5-128, lot# 8238644. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision involving a trident all poly cup-crossfire was reported. The event was not confirmed. The primary operative report and implant sheet were submitted for review with a clinical consultant. The clinical consultant deemed these documents insufficient for review. Further information such as x-rays, revision operative report, and clinical information detailing the event description are needed to create a meaningful dictation. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as x-rays, revision operative report, and clinical information detailing the event description are needed to complete the investigation for determining the root cause.

Event description:
It was reported that a subject enrolled into the (B)(4) was found to have previous implants manufactured by stryker. There is limited information available for this study subject.